Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my missing coil') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my missing coil') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered device dislocation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 2-dec-2019: f/u 1 and 2 proceed together- social media received: pregnancy outcome was updated. Event added device dislocation no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.